Event description:
A driver otw stent (details unknown) was deployed into a patient. However, approximately 4 years post implant, blockage at the end of the stent was reported. It was reported that one other stent was implanted over the relevant stent. No other information has been provided on the event. No other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: occlusion.